Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was an actual technical malfunction of the device (we found no evidence of it), but since the information received could be interpreted as the device not having performed as intended. When reviewing reportable events for the maxxair mattresses range and barimaxx beds range, we were able to find some complaints, related to the patient fall/near fall from the bed due to different reasons, however no trend has been observed. The products involved in this incident is the barimaxx ii bed, model number: 310400, serial number: (B)(4) which has been used with maxxair mattress replacement system, model number: 310800, serial number: (B)(4). The devices are part of the arjohuntleigh us rental fleet and have been rented to customer ((B)(6)). With the complaint at hand, we received information that the barimaxx ii malfunctioned and the patient slid from the bed. The bed frame has been used with a dedicated mattress -maxxair ets. No information regarding patient outcome has been provided. Arjohuntleigh is not aware of any injury associated with this event. The involved devices have been inspected by an arjohuntleigh representative, who stated that both worked according to the manufacturer specification therefore the raised allegation could not be confirmed. The design of the barimaxx ii bed is that there are two split safety sides on each side of the bed that provide a barrier from the top of the head section to approximately below the knee, leaving a gap at the foot end of the bed which allows the patient to exit the bed when needed. In accordance to the quick reference guide for barimaxx ii( 310612-ah b_qrg_barimaxx ii ), a user/operator of the device is inform how and when to use the rails: "side rails and restraints - use or non-use of restraints, including side rails, can be critical to patient safety. Warning: serious injury or death can result from the use (potential entrapment) or non-use (potential patient falls) of side rails or other restraints." "Side rails / patient restraints - caregivers should assess risks and benefits of side rail restraint use (including entrapment and patient falls from bed) in conjunction with individual patient needs and should discuss use or non-use with patient and / or family. Consider not only the clinical and other needs of the patient but also the risks of fatal or serious injury from falling out of bed and from patient entrapment in or around the side rails, restraints or other accessories." "Warning: ensure locked retraction by pulling out on side rail." It is also recommended to monitor patient frequently and to consider the use of side rails or other positioning aids to minimize risk of inadvertent falls during turning. Review of complaints registered in the past revealed that in some cases patient fall was related to the incorrect use of turn assist feature. Turn assist feature uses the air supply unit to slowly inflate the appropriate turning bladders to gently tilt the patient to the left or right. The cycle time may be set to use the turn as a nurse assist or as a programmable continuous turn. Turn system is used as a help for the nursing staff when turning the patient from side to side. In the product quick reference guide, there is also a caution added to inform the caregiver about the necessity of raising the side rail before activating the turning assist feature to ensure the patient safety. "Turning - caution: if using the maxxair ets mattress replacement system, prior to engaging turn feature, ensure that bed frame has side rails and that all side rails are fully engaged in their full upright and locked position." In summary, with all warnings and cautions in place and without a detail problem description it can be conclude that if caregiver is following the instruction included in the quick reference guide for barimaxx ii the likeliness of patient falling from the bed is diminished to the minimum. However, it is still existing especially if the facility decided not to use the side rail or if they do not check if side rails are locked in the up position. In this particular case we were able to establish that the device was working as per the manufacturer specification and, although it could not be confirmed, it is suspected that the bed was not used according to the instruction presented above which have contributed to the event - patient falling from the bed. The devices were being used for with the patient therefore it played a role in this incident. Given the circumstances and the likeliness that the issue is related with a user not following manufacturer instruction, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Initially, it has been reported that a patient heard a loud "pop" while placed on arjohuntleigh bed and that the inflation portion oscillated to the left side and patient slid out of bed onto floor to the right side. The patient was immediately removed from the bed and mattress and a replacement device was ordered. The initial reporter stated that it seemed like the bed automatically went into the trendelenberg position during this incident. Fortunately, the patient did not sustain any injury as a result of this fall.